Event description:
The patient experienced intermittent stimulation. She has stimulation and then loses it. She has been in the hospital several times. Recently, she had a knee replacement and has had trouble since. She was not sure if the device functioned before surgery. Additional information has been requested.

Manufacturer narrative:
Lead: model 39565-65, serial# (B)(4), implanted: 2010 (B)(6), explanted: programmer: model 37743, serial# (B)(4). (B)(4).

Event description:
Additional information received reported that the patient received assistance and her concerns were resolved. The patient stated that the doctor who implanted the device did not know how to activate it, however she called the manufacturer and someone helped. It seemed that the batteries had died, however the patient stated she was ok now.